Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter did not have drainage eyes. Patient was allegedly unable to void and upon removal of catheter noticed that it did not have drain eyes. A new catheter was used without incident. No patient injury was reported.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "the catheter is intended for urinary bladder drainage in patients requiring catheterization for management of incontinence, voiding dysfunction, and surgical procedures." (B)(4). The device was not returned.

Event description:
It was reported that the catheter did not have drainage eyes. The patient was allegedly unable to void and upon removal of catheter, noticed that it did not have drain eyes. A new catheter was used without incident. No patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter did not have drainage eyes. The patient was allegedly unable to void and upon removal of catheter, noticed that it did not have drain eyes. A new catheter was used without incident. No patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter did not have drainage eyes. The patient was allegedly unable to void and upon removal of catheter, noticed that it did not have drain eyes. A new catheter was used without incident. No patient injury was reported.